Manufacturer narrative:
Investigation summary: one actual sample in unsealed package was returned for evaluation. The sample was subjected to visual inspection and black fm was observed on the hub. DHR review shows no similar nonconformance was detected during in-process and outgoing inspection. No quality notification was raised for similar nonconformance on the batch or its¿ assembly batches. Further investigation under 10x magnification shows that the black fm is embedded on the hub. Investigation conclusion: this is a potential failure mode during hub molding. As the hub is supplied by munivac, we have issue scar number 19/020 to them for investigation. Rationale: no CAPA is required. The defect trend will continue to be monitored.

Event description:
It was reported with the use of the bd eclipse¿ needle had foreign matter on it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ needle had foreign matter on it.